Event description:
It was reported that the video system center was not able to get images using the 180 series probes. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. A no-image issue was reported involving 180 series scopes used with maj-1430 adapters on a clv-190 and cv-190 setup. It was confirmed that no image was displayed on this workstation, while the same scopes and adapters functioned normally on another cart. Multiple scopes and adapters were tested, and proper cabling was verified. As 190 series scopes were functioning correctly, a cv-190 swap was recommended to further isolate the issue, and a callback was requested following the test. The customer informed tac of the event. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was faulty patient board set. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.